Event description:
The patient was referred for overinfusion symptoms (respiratory failure); shortly afterwards, followed by symptoms of absence of therapy. The physician found the reservoir empty. The physician filled the pump with 10 mls; 3 days later, the physician found the pump empty. The pump was explanted. There was no patient injury. The patient was "well". The pump was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.